Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for (B)(4), lot number 64065, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. Because the product was not returned for evaluation, the root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number, 0001526350-2017-00381 and is instead is being filed under this MFR number.

Event description:
It was reported that the saw blade broke during use. No adverse events have been reported as a result of the malfunction.